Event description:
The customer reported being hospitalized due to low blood glucose of 25mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that she had been snacking all day and not eating. Reviewed the programming and found that the time was programmed incorrectly. Assisted the caller with correcting the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.